Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set cannula was kinked. Issue occured in one set on (B)(6) 2024. Blood glucose level of patient was high and correction bolus via pump was done. No further information was available.